Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that the amount of medication remaining in the cassette did not match the reservoir volume displayed on the pump. There was a patient involvement, and no patient harm/adverse event reported.